Event description:
It was reported that an oily substance began leaking from the drill during an on-site maintenance visit at the account. This did not occur during a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device leaking was duplicated. Based on the investigation details, a possible cause was problems with the e-box motor controller, which was replaced along with other components.